Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) discovered three pockets offline in drawer 3 at full height. The drawer failure occurred because customer was holding it closed while it attempted to eject a pocket. Fse guided through the proper recovery process, including a cold boot of the station. After reboot, all pockets were functioning correctly except for one that customer replaced, which presented no issues. Remote assistance was provided to support the customer during the recovery process. The system functioned as intended after the field service engineer and customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.